Event description:
It was reported that during an unknown procedure, the jaws did not work properly. When using the instrument, the jaws cross each other. Customer has washed the item, but it has not been sterilized. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: camplate damaged. The analysis results of the mcm30 confirmed that the instrument was received non-functional. In an attempt to replicate the event reported, the device was tested for functionality, however the jaws would not collapse in order to form the staple; the camplate was noted to be damaged. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(6). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device deliver any clips? Yes, but they were formed wrongly. If the device delivered clips, were the clips formed properly? See the answer above which firing of the device did this event occur on? Don¿t know what vessel or structure was the device fired on at the time of the event? Don¿t know was the clip fully advanced into the jaws prior to firing? Don¿t know was there any torquing or twisting of the device present at the time of firing? Don¿t know also they did send the device to the wrong place. Was any unexpected resistance felt while firing the trigger? Don¿t know. Were any unexpected noises heard? If so, when? Don¿t know.